Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and the device not detected on bus. The field service engineer corrected row board and module controller lights. After multiple reboots and reseating connections, the fse replaced the module controller and drawer controller pcb for drawer 1.1. Although drawer 1.2 was restored, drawer 1.1 remained non-functional. Further replacements and reboots eventually resolved the issue, including replacing the d row board to recover another pocket in row d. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary that the drawer was failed and the device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.